Manufacturer narrative:
Block h6: imdrf device code a0509 captures the reportable event of the suction button physical resistance / sticking.

Event description:
It was reported to boston scientific corporation that orca devices were used during an unspecified number of esophagogastroduodenoscopy (egd), colonoscopy and endoscopic retrograde cholangiopancreatography (ercp) procedures performed on (B)(6) 2026. During the procedures, it was reported the suction and a/w buttons were sticking. Suction and insufflation issues were also reported. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.